Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed t-wave oversensing (twos) resulting in a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes and the patient receiving inappropriate therapy. Additionally, it was noted that the right atrial (ra) lead displayed far field r-wave (ffrw) oversensing. Follow up was conducted and it was verified that reprogramming was completed. Both leads remain in use. No further patient complications have been reported as a result of this event.